Event description:
When I had my implants put in, they were (first) too big. Too heavy for me, they began to pull and hurt and stretch my skin. They began to deform the shape of my breast. I began to feel weak, tired, foggy in my brain, muscle and joint pain. I began to experience insomnia, hair loss, blurred vision, memory loss, shortness of breath, ibs, confusion, exhaustion, fatigue, weight gain, heaviness in legs, pain in the chest area. FDA safety report ID# (B)(4).